Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with shortness of breath. The right ventricular (rv) lead exhibited intermittent oversensing and t-wave oversensing (twos). Intermittent far field r-wave (ffrw) oversensing during the blanking period was also observed on the right atrial (ra) lead. Both leads remain in use. No further patient complications have been reported as a result of this event.